Manufacturer narrative:
(B)(4). This report is for use error ¿ breach in aseptic technique, where the home patient (hp) did not cap the transfer set with the minicap after disconnecting at the end of the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for ending the therapy. It instructs the user to immediately place the minicap disconnect cap on the transfer set once it has been disconnected. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that at the end of the therapy, the home patient (hp) closed the transfer set and disconnected, but did not cap off the transfer set with the minicap. The care giver (cg) cleaned the cap and the transfer set. The cg was going to notify the peritoneal dialysis registered nurse (pdrn). There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.